Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. The patient's doctor reached out to report the patient complains of foot swelling whenever she wears her dexcom sensor. The doctor stated that he has a patient who has the dexcom system and she complains of foot swelling whenever she wears it. The patient stated to the doctor that she has done trials for many days and when she wears the dexcom system, her feet swell, then when she stops wearing the dexcom system, the swelling goes away. The patient also stated that there was no swelling or reactions at the site of the sensor itself. The patient even stated that the swelling was on the related side (if she wears the sensor on her right side, the right foot swells more). Contact was made with the patient on (B)(6) 2017 and confirmed that the patient sought medical advice on (B)(6) 2016. Telephone follow-up with the patient revealed swelling of the right foot that started approximately after 3 month of using dexcom system. The patient stated the sensor is always installed on abdomen. The patient stated, the foot edema starts around 1 day after the sensor insertion. The location of edema is the foot itself or occasionally past the ankle. The patient hasn't used the system for 2.5 weeks, which relieved the swollenness. The swollenness reappeared upon resuming with dexcom. The patient consulted with her treating physician, yet no clinical determination was made as doctor has never previously encountered such issue. The patient denies any local inflammatory processes at the location of swollenness. Currently the patient is not using the system due to fear of potential reaction. Based on images provided it appears that both feet appear edematous; however, if compared, the right foot appears swollen. Based on currently available information the association between adverse event and use of dexcom is established as possible (temporal association with lack of biologic plausibility) and there are no reasons to believe that diabetes mellitus has causal association to the reported adverse event. No additional event or patient information is available. The patient has provided images of the reaction and were reviewed for evaluation on (B)(6) 2017. The complaint of a swollen foot has been confirmed. The root cause could not be determined, post investigation.